Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that during insertion, there was resistance, and the catheter was tied back and forth several times. Unable to remove the catheter, it was cut open and removed. There was no reported patient injury. First of all, there is no anatomical abnormality in this case. Cicc was inserted from the ipsilateral subclavian (from another hospital). The cath initially proceeded smoothly, but it was difficult to advance the svc downward. After several times in and out, resistance was felt at a certain depth during insertion. When patient raised their arm and changed the angle of their neck, it fell into the svc with a "thump". Judging that the stylet had been successfully inserted, the patient tried to pull it out, but could not pull it out at all. There was no backflow even though I applied negative pressure inside the tube, and I could not push it with fresh food. I had no choice but to try to remove the stylet, but it was stuck and could not be pulled out. It does not go in, so we force it to go forward. The catheter bends with the tip hitting the wall. The bent catheter makes a loop. The tip re-enters the loop. The wire is pulled out. The loop tightens before the torque is transmitted to the tip.

Event description:
It was reported by the customer that during insertion, there was resistance, and the catheter was tied back and forth several times. Unable to remove the catheter, it was cut open and removed. There was no reported patient injury. First of all, there is no anatomical abnormality in this case. Cicc was inserted from the ipsilateral subclavian (from another hospital). The cath initially proceeded smoothly, but it was difficult to advance the svc downward. After several times in and out, resistance was felt at a certain depth during insertion. When patient raised their arm and changed the angle of their neck, it fell into the svc with a "thump". Judging that the stylet had been successfully inserted, the patient tried to pull it out, but could not pull it out at all. There was no backflow even though I applied negative pressure inside the tube, and I could not push it with fresh food. I had no choice but to try to remove the stylet, but it was stuck and could not be pulled out. It does not go in, so we force it to go forward. The catheter bends with the tip hitting the wall. The bent catheter makes a loop. The tip re-enters the loop. The wire is pulled out. The loop tightens before the torque is transmitted to the tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted catheter is confirmed and was determined to be use related. Two photographs of a 5fr triple lumen powerpicc catheter and one radiographic image of a catheter was returned for evaluation. An initial visual observation of the photographs and radiographic image showed a catheter with a knot at the distal end of the catheter shaft. The complainant described that when resistance was met, they continued to advance the catheter; therefore, this complaint is confirmed as use related. Catheter shaft knots have been replicated by inserting the catheter into a simulated vessel against resistance with a twisting motion. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.